Event description:
Procedure type: lap chole. According to the reporter: the surgeon tried to pass the 10 mm horizon clip applier through the device. The seal was tight and dislodged the clip causing the surgeon to have to search for it. Operative time was delayed less than 30 minute due to searching for the clip. There was no bleeding reported in excess of 250 cc. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).